Event description:
Treatment of an aneurysm. It was reported that the distal end of the pipeline was not fully opened after deployment and a balloon was used to achieve full wall apposition. No patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).